Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the atrial septal defect (asd) is likely from the initial procedure gaining access into the left atrium via transeptal approach. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article ¿first report of a simultaneous transcatheter mitral valve-in-valve and aortic valve replacement in a left ventricular assist device patient¿, the patient was re-admitted 2 weeks post procedure with severe hypoxemia, and echocardiography revealed significant right to left shunt secondary to iatrogenic atrial septal defect (asd) from initial procedure. Therefore, the asd was closed with a 12 mm amplatzer septal occluder, reducing the patient¿s shunt and resolving her hypoxemia.